Event description:
While providing care to a (B) (6) female pt, it was reported that the device lost power after 20 minutes of use. The reported issue had no adverse effects on the pt.

Manufacturer narrative:
(B) (4): physio-control evaluation of the event description observed that the installed battery capacity was low and it unexpectedly lost power. Further evaluation of the battery that was used in the event found it reverted back to calibration mode and unable to keep the device powered on. The cause of the failure might have been due to radio frequency (rf) radiation exposure caused by cell modem interference. A replacement device was provided to the customer.